Event description:
It was reported that the colonovideoscope exhibited an image that wasn't being displayed in its entirety; part of the screen was black across several columns. The issue occurred during an unspecified event. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.